Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer passed away in a motorcycle accident. The customer was not hospitalized; passed at the scene of the accident. The caller stated that the customer had retinopathy. The caller's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that they removed the battery form the insulin pump because if was beeping when the medical examiner sent the device back to the family. The caller stated that it was not a good time to complete the carelink upload process at the time of the phone call. The caller agreed to return the insulin pump for analysis.